Event description:
Patient underwent a diagnostic cardiac catheterization that included access from the right common femoral artery (cfa). The patient had palpable pedal pulses pre-procedure. A 6-french sheath was used to access the artery. Post catheterization, the angio-seal device was deployed for hemostasis of the cfa. The device failed on insertion and manual pressure was required until hemostasis was achieved. Following this, staff were unable to palpate or doppler the pedal pulse to the right foot. There was also a temperature discrepancy without sensorimotor symptoms of the right leg. A bedside ultrasound demonstrated evidence of occlusion of the cfa from the angio-seal device with severely diminished flow in the profunda femoris and the superficial femoral artery. Patient subsequently underwent an emergent thromboendarterectomy to re-establish blood flow to the right leg. Surgical findings included moderate posterior cfa wall atheroma with engagement of the angio-seal foot plate into the posterior wall atheroma with subsequent occlusion of the proximal cfa. The device was removed with the endarterectomy of the common femoral and closed with a pericardial patch angioplasty.